Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing multiple health issues. It was noted that the patient had a suspected infection in a long term wound that was surgically closed which was not related to the scs location. The patient underwent an explant procedure. No device malfunction was suspected.